Event description:
Same case as: 2184052-2014-00085. It was reported the screws broke post-operatively. The original surgery (time not reported) treated c6-c7 with a one level plate. Revision surgery was performed with extent the construct and the patient was fused at the treated levels. At the time of revision it was noted on x-ray the 14mm screws at c7 were broken. The screws were removed and replaced.